Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Confirmed the device would not autofill due to loss of pressure. Device circulation pump was primed to allow autofill in decon. Circulation pump was serviced during the pm process. There are signs of electrical overstress on the hot and neutral connection between the power inlet module and the ac main voltage circuit card. Device would not cool due to a failed mixing pump. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tank seals found lifted from tank. The molded chiller tube was discovered cut short to the drain valve by .5 inches causing it to not route properly. The device underwent pm servicing while in for repair. Preventatively replaced the power inlet module and ac main voltage circuit card. Serviced mixing pump. Replaced heater, both manifold o-rings, and drain valves. Molded chiller tube was replaced. Upgrades completed included replacing the control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that biomed had an arctic sun device with a failed circulation pump, would not generate vacuum to fill. The device was coming in for the 2000-hour preventive maintenance service. Per sample evaluation results received on 15may2023, it was reported that the there were signs of electrical overstress on the hot and neutral connection between the power inlet module and the ac main voltage circuit card. It was stated that the device would not cool due to a failed mixing pump . It was also stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the tank seals found lifted from tank. It was also noted that the molded chiller tube was discovered cut short to the drain valve by .5 inches causing it to not route properly.

Event description:
It was reported that biomed had an arctic sun device with a failed circulation pump, would not generate vacuum to fill. The device was coming in for the 2000-hour preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.